Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures postoperatively after consultation with a medical professional. Ultrasound report showed the rupture. As a result, the patient is scheduled for a bilateral removal surgery on (B)(6) 2022. This medwatch report is for the patient¿s side implanted with serial number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 21, 2022, the mentor failure analysis lab received the device for evaluation. On june 27, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to have an area of shell abrasion on the anterior view. In addition, an area of missing material was found within the shell abrasion, measuring approximately 0.9 cm x 0.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: rupture, and ptosis this supplemental medwatch report is for the patient¿s side implanted with serial number (B)(6). Manufacturer¿s reference number: (B)(4).